Event description:
A customer reported that a system message code occurred and the iop (intraocular pressure) control was unable to be used during the surgery. The procedure was completed without the iop control and there was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample has been received and is awaiting inspection. (B)(4).